Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five appropriate treatments and an inappropriate treatment. The device was started up at 18:16:00 on (B)(6) 2025. At 08:44:33 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm degrading to vf. At 08:45:09, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with hb. At 09:03:04, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm degrading to vf. At 09:03:34, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia/sinus bradycardia from 10-40 bpm. At 09:05:16, an arrhythmia was detected. ECG shows vt @ 270 bpm with motion artifact. At 09:05:46, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 09:06:21, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 40 bpm with pvc¿s. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. At 09:07:10, an arrhythmia was detected. ECG shows nsvt. At 09:08:37, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm with hb and motion artifact. At 09:10:59, an arrhythmia was detected. ECG shows vt @ 250 bpm with motion artifact and electrode lead fall off. At 09:11:30, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm with motion artifact and electrode lead fall off. Post shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 09:59:10 on (B)(6) 2025.